Event description:
It was reported that following a lap cholecystectomy, a bile duct leak occurred proximal to the clip. Unknown what type of treatment the patient received. The patient is okay.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.